Event description:
I have essure manufactured by conceptus/bayer. One coil migrated into my bowel and pierced it. If it would have not been surgically removed, I would have had major damage. I am in tons of pain.